Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and replaced a dirty vortexer assembly that was restricted in its movement. Testing of quality control material resulted in acceptable values. The abbott customer technical advocate (cta) verified with the customer that the issue was resolved by the fsr. No other issues were observed. Based on the available information, no product deficiency was found. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Both the architect system operations manual ((pn 201837-105) may, 2008) and the architect stat troponin-I (tni ii) reagent package insert (B)(4), provide information addressing the customer's current issue. A malfunction of the system was not identified. After the component replacement of the vortexer, subsequent instrument operations and test results were acceptable.

Event description:
The customer states that a false architect stat troponin-I assay result was generated for a female patient sample on the architect i2000sr analyzer. This analyzer generated a positive result of 0.02 ng/ml. The other architect analyzer in the lab generated a negative result of 0.01ng/ml. The customer performed their own population study and determined that the female troponin-I cutoff value is 0.01 ng/ml. Controls have been within specifications. No suspect results have been reported from the lab. A service call has been initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Vortexer, stabilzed ln:7-76656-02; arch troponin-I calibrator ln: 2k41-01 lot#: v34180.an evaluation is in process. A follow up MDR will be submitted when the evaluation is completed. An investigation is in process.